Manufacturer narrative:
(B)(4). Records indicate this device remains in service. The area field representative has been contacted for further information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead presented to the emergency room after receiving anti-tachycardia pacing (atp). The atp accelerated the rhythm and a 41 joule shock was delivered which successfully converted the rhythm. Shock impedance measurements were within acceptable range for delivered therapy. However, testing in the hospital found the impedance measurements trending upward to greater than 200 ohms, followed by noise and then a measurement of 0 ohms. Boston scientific technical services (ts) discussed performing additional serial tests without hospital equipment and that the out of range measurements could be due to environmental noise. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient's shock impedance measurements have returned to normal range. It was also noted that the patient has been using a continuous positive airway pressure (c-pap) machine more frequently due to difficulty breathing. The patient was using it in the emergency room on the date of the out of range shock impedance measurements and it may have been responsible for the past fluctuations in daily trending measurements. No adverse patient effects were reported.